Event description:
Spoke with customer to determine sequence of events. The operator placed two green top b-d brand microtainer tubes lot #1355564(4) and started statspin rp unit. The rotor in use was a statspin model rt12 rotor. While the centrifuge was winding down to stop, the operator heard a noise and turned around. At that time the centrifuge lid came up suddenly and the rotor came out of the centrifuge, striking an employee on the lip. The employee suffered a small laceration on their lip. The microtainer cap came off one of the microtainers and splashed blood on two (2) employees, however, they were wearing protective garments causing no injury. The employee with the small laceration was worked up as an exposure case.